Event description:
Caller reported compact plus blood glucose results of 423 mg/dl, 315 mg/dl, 264 mg/dl, 77 mg/dl, and 214 mg/dl mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.